Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient the unit showed a ¿xdcr fault¿ alarm. The patient was placed on a separate ventilator and there was no harm. The customer calibrated the exhalation differential transducer but was unsuccessful.

Manufacturer narrative:
Results of investigation: the suspect faulty main printed circuit board was received into the failure analysis lab where the reported issue was reproduced and isolated to a faulty transducer. This issue is part of an internal investigation.